Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when taking out an emboshield nav6 from the trunk stock from packaging for a device demonstration it was noted that the bare wire was damaged (coils were unraveled). The device was not intended for use and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted stretched coils appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.device code 1069 removed and 1601 added.

Event description:
It was reported that when taking out an emboshield nav6 from the trunk stock from packaging for a device demonstration it was noted that the bare wire was damaged (coils were unraveled). The device was not intended for use and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. 8/25/20: additional information received from the account confirmed that by unraveled it was meant that the coils were stretched not fractured. No additional information was provided.